Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the bilateral upper abdomen and to the bilateral infra-scapular area and may have developed paradoxical adipose hyperplasia in these treated areas. Allergan aesthetics received the report approximately 23 months after the coolsculpting treatment of these areas. The infra-scapular region was described as firmer ; the right side has adhesions and left side is enlarged in shape of applicator with adhesions over the ribs. The upper abdomen was described as firmer tissue with rubbery feel; crescent shaped demarcations in shape of bottom of applicators.